Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a "scan time expires" message from the freestyle libre sensor and was unable to obtain scan readings. The customer became stressed and experienced symptoms of sweating, tremors, and was unable to self-treat. The customer was at her work at the time and was treated by the onsite nurse with orange juice. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported obtaining a "scan time expires" message from the freestyle libre sensor and was unable to obtain scan readings. The customer became stressed and experienced symptoms of sweating, tremors, and was unable to self-treat. The customer was at her work at the time and was treated by the onsite nurse with orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Communication was attempted between the returned sensor and known good reader, and the reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.